Event description:
It is alleged that as the physician removed the product from the packaging, he wiped the catheter with a damp swab and noticed the distal end of catheter was damaged approximately 4cm from the tip. The damage could not be clarified further but upon receipt of the device, the catheter was near separation at 5cm from the distal tip. There was no damage to the packaging. The product stored in the facility on a shelf in the cath lab like all our other catheters.

Manufacturer narrative:
Information provided by an affiliate indicated that 'it is alleged that as the physician removed the product from the packaging, he wiped the catheter with a damp swab and noticed the distal end of catheter was damaged approximately 4cm from the tip.' Upon investigation the damage could not be further clarified, only to say that the catheter was damaged upon removal from the packaging. The product was returned for evaluation and was found to be nearly separated at 5cm from the distal tip. There was no damage to the packaging. The product stored in the facility on a shelf in the cath lab like all our other catheters. (B)(4): a non sterile 6fr diagnostic catheter was received coiled inside a plastic bag. The catheter shaft was broken (not completely separated) at 5cm from the distal end. The catheter appeared to be pinched in the middle at the broken area. The ID and od of the catheter were measured at several points of the body, and all measurements were within specifications. A sem analysis was performed. This analysis concluded that the body external surface presented evidence of elongation at the surroundings of the breakage. The broken surfaces for the braid wire showed evidence of partial cutting and ductile dimples. Elongation and ductile dimples are common characteristics of pieces which were stretched/pulled until breakage; it is possible that a blunt tool was used to cut this sample. Cutting and stretching/pulling could have been related to these breakage characteristics; however this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter/body damaged was confirmed through failure analysis. The exact cause of the failure could not be determined. With the limited information provided it is not possible to determine how the damage to the catheter occurred, but user handling may have been a contributing factor, given the damage assessed to the catheter by failure analysis. There is no indication in the failure analysis or the reported information that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.